Manufacturer narrative:
No product will be returned for evaluation.

Event description:
On (B)(6) 2011, patient reported his blood glucose would elevate to the 300 mg/dl range within 24 hours of inserting the infusion set. Normal blood glucose is 125-150 mg/dl, and patient bolused through the infusion device as treatment for hyperglycemia. On a few occasions, insulin leaked onto his clothing and patient found the infusion cannula was bent after the headset was removed. He could not remember where the bend was located. Headsets were inserted using the infusion device. Patient read the instructions for use before inserting the headset. Patient has received samples of different types of infusion sets, and replacement product was requested. Blood glucose was in normal range at the time of the report. Alleged infusion sets were discarded, and no product will be returned for evaluation. The patient did not require treatment from a health care professional or second party to address the issue.